Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was cut and returned in two pieces. Analysis of the distal portion found an inner insulation abrasion at 11.1 cm to 11.8 cm from the distal tip which could have contributed to the reported noise anomaly.